Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, after 3 seconds and 10 joules of use there was break in the fiber body near where the fiber connects to the console. The fiber was replaced and the procedure was completed without any patient complications.